Event description:
The surgeon attempted to implant a lens inside the pt's eye. The lens was implanted, but had to be removed and replaced because the surgeon noticed a capsular tear. The surgeon noted that the pt was combative and moving around excessively. No vitrectomy was performed and the pt's prognosis is good. The pt's post-op best-corrected visual acuity was 20/30.